Event description:
The pro-kinetic stent system was chosen for the treatment but the target lesion could not be crossed with the device. During withdrawal the stent dislodged from the delivery balloon. Eventually the stent was retrieved with a snare.

Manufacturer narrative:
Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed over its entire length. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.